Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported difficulty removing the protective sheath was not confirmed since the sheath was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty removing the protective sheath appears to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Reportedly, there was difficulty removing the yellow protective sheath off a 3.25x20mm nc trek balloon dilatation catheter. The device was not used and the procedure was successfully completed with a non-abbott balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.